Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6) 2021 the device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty blower assembly. The fse replaced the blower assembly. The device passed all performance verification testing.

Manufacturer narrative:
The removed blower assembly was returned to the failure investigation lab (fi). A visual inspection of the blower assembly revealed no evidence of damage or contamination. The fi technician installed the blower assembly into a fi ventilator to duplicate the reported issue. The complaint was verified. The returned blower assembly produced a noise greater than the spec threshold of epap = 40dba and ipap =54dba. The symptoms are representative of mechanical alignment and worn bearings.

Event description:
It was reported to philips that the device was louder than usual during operation. The device was reported as being in use at the time of the event on a patient. There was no adverse patient impact reported.